Manufacturer narrative:
The complaint sample was returned to greatbatch for evaluation and the reported event was confirmed. The rotating knob had limited turning radius due to the pin and fork being bent and deformed outward. The cause of the malfunction is attributed to excessive physical force exerted on the device which resulted in the deformation observed. A manufacturing review was completed and there were no discrepancies found. No further investigation is required. Complaint information provided by (B)(4).

Event description:
It was reported during an unknown patient procedure that the metal handle offset cup impactor is broken and the inserter will not turn. No adverse events were reported as a result of the malfunction.